Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a mediastinal lymphadenectomy procedure, at the time of clamping the pulmonary artery interlobar, the curved reload was clamped and removed and repositioned at the time of the horizontal fissure stapling, but the problem remained. The surgeon was able to press the green button and squeeze the handle but was not able to work. It was replaced by another from the same batch and the triggering occurred normally. Following the procedure at the time of stapling the pulmonary artery interlobar with the artic reload, the stapler made a strong popping and locked, not allowing the firing. The stapler was replaced by another of the same batch without intercurrences. There was no patient injury.